Event description:
It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2023. Upon examination of the lead, it was noted that the right atrial (ra) lead had low pacing lead impedance and was oversensing noise. There was inhibition of cardiac pacing due to noise. No programming changes were made to the lead. The patient was in stable condition.